Event description:
A falsely elevated troponin 1 result of a 0.6 mg/ml was obtained on a pt sample. The result was reported to the physician. The sample was repeated on an alternate methodology and a result of 0.00 mg/ml was obtained. The same sample was re-tested on the original instrument and a result of 0.70 mg/ml was obtained. Pt treatment was not prescribed, altered and there was no report of adverse hlth consequences as a result of the falsely elevated troponin 1 result. The falsely elevated troponin I result was most likely caused by heterophilic antibody interference.